Event description:
The pt was implanted with device on 11/21/96. Subsequently, on 12/10/96 it was noted that the pt had developed an infection in her left breast and the prosthesis was removed on 12/11/96. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (effective date, 2/10/92). Any perceived increase in frequency of events is related to the filinf of reports for events, which were previously not MDR reportable event per 21cfr803.